Event description:
It was reported during an elective device replacement procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead was laser extracted and replaced successfully. The patient condition is stable after the procedure.

Manufacturer narrative:
A partial lead was returned in four pieces, internal insulation abrasion was noted at 7.3-8.6cm and 7.8-8.1 from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 14.0-16.2cm and 17.2-20.2cm from the distal tip. The etfe coatings were intact and the inner coil was not exposed in these abrasion regions.